Manufacturer narrative:
The device was received for evaluation. During evaluation, the device received system error 322 when attempting to run an infusion with a loaded set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower link switch not functioning which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.